Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent date of procedure? No further information is available. Where was the drain secured? No further information is available. How was the drain secured? No further information is available. Were there any anomalies with the drain: appearance, damage or function prior to use? No further information is available. Was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? In the ward/ICU, the drain was clogged, and drainage failure occurred. Did the reservoir function as intended? No further information is available. Date of removal of drain? No further information is available. Date of 2nd/new drain placement? No further information is available. Was surgical procedure performed to place 2nd drain? No further information is available. Product code and lot number of drain? The product code is 2232. The lot number is unknown. Patient¿s current status? There is no problem with the patient¿s condition. What is the surgeon¿s opinion of the event on the patient consequences? The surgeon suspects a drain rather than a j-vac suction reservoir. No further information will be provided.- drainage failure was observed from around the next day after the surgery. It was unknown whether there was additional invasion such as additional incision at the time of drain exchange. Although pancreatic juice leakage was observed after surgery, the surgeon commented "pancreatic fluid leakage itself after pd surgery was inevitable, and the problem was that information could not be obtained." After replacing the drain, drainage came out without any problem, and the patient was followed up as it was. Thereafter, there is no problem with the patient¿s condition. The surgeon suspects a drain rather than a suction reservoir. No product available for return.

Event description:
It was reported a patient underwent a gastrectomy on an unknown date and a drain was used. After surgery, in the ward/ICU, the drain was clogged, and drainage failure occurred. After replacing the drain, drainage came out all at once. Further details are not provided . No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.